Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The cause of the reported complaint could not be conclusively determined.

Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, the surgeon was doing a biopsy when the forceps tore the patient's tissue and caused excessive bleeding. The surgeon used a hemostasis clip to occlude the bleeding. The intended procedure was completed with another similar device.